Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they could not send their blood glucose data to the insulin pump. The insulin pump's battery was low and alarmed failed battery test. The customer's blood glucose level was 160 mg/dl. The customer was too busy to continue troubleshooting since they were at the hospital. The device was not returned.